Event description:
It was reported that during insertion of the iab, the balloon began to unwrap prematurely. Because of this, the iab and introducer sheath were removed and replaced. There were no pt complications.